Manufacturer narrative:
Patient identifier and patient weight were not available from the site. Medtronic representative following-up, reported an x-ray was taken in an effort to locate the broken fragment of the clamp. Note: biocompatibility of the material of this clamp: material intended for patient contact. RMA issued. Replacement open spine clamp shipped to site. Medtronic investigation of returned suspect device finds that as reported, two opposing teeth on the clamp faces have broken off. The outer surface is also nicked near the damaged teeth. Otherwise, the clamp is in good condition. Mechanical failure, pieces broken, directly caused the event.

Event description:
A medtronic representative reported that, while in a lumbar spine procedure, an open spine clamp was damaged. It was stated that when the clamp was placed, a part of the alligator clip broke off. The fragment was not recovered, despite an attempt to retrieve it. The surgeon completed the procedure with the use of the navigation system.

Manufacturer narrative:
(B)(4)